Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported - administration site rash. Verbatim: ¿administration site rash.¿ sun (B)(6) 2022 1:52 pm. The associated miq number is miq-01232022-2016. Please find attached source document downloaded from mhra on 19-jan-2022, with lrd: 18-jan-2022. Please kindly note that assigned pv ID number is gb-bd-22-000022.

Manufacturer narrative:
No additional information was provided by the mhra UK. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. H3 other text : see narrative below.

Event description:
It was reported - administration site rash verbatim: ¿administration site rash¿. Sun (B)(6) 2022 1:52 pm, the associated miq number is (B)(4). Please find attached source document downloaded from mhra on (B)(6) 2022, with lrd: (B)(6) 2022. Please kindly note that assigned pv ID number is (B)(6). Thu 2/10/2022 6:19 am, please find attached final cioms I for the non-serious case (B)(6) (bd ID: (B)(4)). Kindly note that the case was submitted to india today, on (B)(6) 2022 (due date: (B)(6) 2022). On an unknown date, the patient was prepped with chloraprep (chlorhexidine gluconate, isopropyl alcohol) for an ill-defined disorder. The lot number, bd catalog number and product expiration date were not provided. On an unknown date, the patient developed an administration site rash. At the time of the report, action taken with chloraprep was unknown and the event of administration site rash resolved. The reporter did not provide a seriousness and causality assessment for the reported event. No further information was provided.